Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An operating room director reported that the physician was trying to inject chemotherapy on a (B)(6) year-old female patient with metastatic liver cancer and found that the nl850-1212 integra reservoir 2.5cm dome was not working properly on (B)(4) 2018. The device was implanted on (B)(6) 2018. The patient was re-admitted to the hospital on (B)(6) 2018 with some changes in mental status. It was noted that the patient had developed (B)(6) infection at the surgical site, meningitis and encephalopathy. The hospital believed that the valve malfunction has contributed to the patient's condition. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record did not reveal any anomalies that could cause the reported condition. The reservoir, catheter, stylet and connector(s) are supplied in a sterile, non-pyrogenic, double-wrap packaging system. The double-wrap system fascinates the preferred method of sterile product transfer from the circulating area to the sterile field. Documentation review did not reveal any anomaly that could cause the reported condition. The complaint description states that the ¿physician tried to inject chemotherapy and device was not working according to the physician.¿; nonetheless, a clear description of the alleged malfunction was not provided. The reported condition cannot be confirmed since no product was returned for evaluation, no further evaluation is possible at the moment. (B)(4).

Event description:
N/a